Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying the "error 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at noon. As part of the patient's diabetes management routine, the patient claimed he is on pills with diet/exercise. The patient denied taking any action regarding his diabetes management routine at the time the alleged issue began. The patient stated he was not experiencing any symptoms at the time the alleged issue began. According to the patient, a couple of days after the alleged issue began, the patient went to see his health care provider for assistance. At the time of the doctor's office visit, the patient indicated he was administered 18 units of long acting insulin (type unknown). The patient stated no other blood glucose device was used at the time of his doctor's visit. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the patient's process for testing was correct, the test strips were in good condition, and the test strip(s) drew in the blood sample; however the alleged error message remained unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.